Manufacturer narrative:
Plant investigation: twenty one companion samples with original packaging were returned to the manufacturer from the customer and a physical evaluation was performed. The companion samples were visually inspected and were found acceptable, no damages were observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. The reported condition was not confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the baxter bag and the safe lock adapter during their pd treatment. The patient reported that the baxter bag that is connected to the green clamp was empty. The patient called technical support to receive assistance on canceling treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak is the connection between the baxter bag and safe lock adapter gets loose and causes leakage. The patient stated that they will reset up their treatment with new supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient was able to complete treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on their cycler with no further issues. The safe lock adapter used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the baxter bag and the safe lock adapter during their pd treatment. The patient reported that the baxter bag that is connected to the green clamp was empty. The patient called technical support to receive assistance on canceling treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak is the connection between the baxter bag and safe lock adapter gets loose and causes leakage. The patient stated that they will reset up their treatment with new supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient was able to complete treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The safe lock adapter used by the patient is available for return for physical evaluation by the manufacturer.